Event description:
The customer reported that they have a tubing with a hole in the pump section. Per the customer the set was "already hung up with solution for an arterial line." There was no patient harm. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of a hole ¿tear¿ in the pump segment was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment, measuring 0.0423 inches long. Visual examination under magnification noted a crush mark to the upper blue fitment. Functional and pressure testing was performed. During re-priming a leak was immediately observed coming from the silicone tubing near the upper fitment. The root cause of the leak was a tear on the silicone segment. The cause of the tear is unknown.